Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer requested assistance adjusting their carbohydrates setting to "on". Reportedly, the customer accidentally delivered 5 units of insulin instead of inputting 5 carbohydrates into the pump. Customer stated that blood glucose levels were not impacted. Tandem technical support guided the customer through adjusting their settings.